Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, after the guidewire was passed through, dilation was performed; however, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.